Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touch screen was sometimes unresponsive. Reportedly, the customer's blood glucose (bg) level went as high as 300 mg/dl and as low as 50 mg/dl. The customer reported that the reason for the low bg was delivering too large of a bolus. The customer addressed low bg by eating food. The customer would continue to use the pump for insulin therapy.